Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the expiratory valve coil solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Evaluation of received device logs, confirmed the claimed pressure transducer test failure. Moreover, another test failure (internal leakage test) was noticed during review of the provided logs, which could be consequence of the malfunction of the claimed part. Our conclusion is that the replaced expiratory valve coil was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. The hospital decided to keep the defective part in stock.